Manufacturer narrative:
(B)(4). Date sent: 7/16/2025. See attachments.

Manufacturer narrative:
(B)(4) date sent 7/8/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). B3: only event year known: 2021. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported for a patient with history of copd, coronary artery disease, obesity and surgically treated prostate cancer who underwent right hemicolectomy, incisional hernia repair, and partial omentectomy to treat cecal and ascending colon cancer. Operative note indicates mass was just proximal to the cecum and the ascending colon and the right colon was mobilized to the level of the hepatic flexure. The ileum was also mobilized given extensive adhesions. ¿ligasure¿ was used to transect to divide the right colon and a ¿75mm gia stapler¿ was used to transect the ileum and mid transverse colon and to create the anastomosis. A ¿tx60¿ was used to close the enterotomy sites. No difficulties were noted with any staplers. 4 days post-operatively, the patient showed signs of leak and underwent an exploratory laparotomy with creation of ileostomy and drainage of intra-abdominal abscess. Operative note indicates a ¿4 mm area of dehiscence of bowel consistent with the site of his anastomotic leak.¿ an ileostomy was created and patient was discharged one week later. 10 days following discharge, he presented with a leaking stoma. Post-operatively, the patient¿s ileostomy had become necrotic and patient developed a right lower quadrant parastomal hernia and ¿4.0 x1.7 cm abscess adjacent to the stoma on the right, and a 2.2 x 2 cm abscess to the left of the stoma. Patient underwent an exploratory laparotomy, extensive lysis of adhesions, small bowel resection, and ileostomy revision. The ileostomy was found to be necrotic from the fascia to the skin level, with two areas of full-thickness recurrent necrosis resulting in stool drainage and breakdown of the ileostomy. He was discharged 6 days later. No information regarding patient¿s current condition is available. There were patient consequences: re-op, leak post operatively.